Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the sensor wasn't responding correctly, as it kept triggering the insulin pump to alarm meter bg and change sensor. The customer blood glucose was 149 mg/dl. Troubleshooting was performed for the sensor and customer noted the cannula of the sensor was separated from the electrode. Customer was advised to return the sensor for analysis and agreed to return the sensor, then the call was drop. Customer called back on (B)(6) 2016 and stated he wanted to return the sensor and was advised the sensors didn't need to be returned.